Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Customers blood glucose (bg) level was 510 mg/dl. Reportedly, customer performed a cartridge and infusion set change, and delivered a bolus to address the issue.